Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons unraveling, layer around the cotton is coming off [device breakage]. Case narrative: consumer reported via email that the tampons are unraveling and the cotton is torn. No injury was reported. 19-dec-2023 follow-up: product path updated.

Event description:
Tampons unraveling, layer around the cotton is coming off [device breakage]. Case narrative: consumer reported via email that the tampons are unraveling and the cotton is torn. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.